Event description:
A malfunction was reported with the pump, but there were no notable events prior to the malfunction, and the issue did not cause an adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and assisted the caller in resetting it successfully. The malfunction code did not recur, and the customer was advised to continue to use the pump and to contact support if the issue reappeared.